Event description:
Information received by medtronic indicated that the customer was not received alarms and the customer experienced high blood glucose. The customer blood glucose value at the time of incident was 389 mg/dl and the current blood glucose values was 236 mg/dl. The customer was treated with manual injection. It was unknown that auto mode was on at the time of incident or not. It was unknown whether the customer had been using insulin pump within 48 hours of reported event or not. Troubleshooting was not performed. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.